Event description:
It was reported to boston scientific corporation that a percuflex urinary diversion stent set was used during a deploying stent (ureterocutaneous fistula) procedure. According to the complainant, during unpacking of the outer package of the device, the catheter which was contained in one of the boxes was found to be detached. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual analysis of the returned percuflex uro diver was performed. The device was received in a generic plastic bag, separated in four sections and it is inside the original pouch. Following a detailed device analysis, it was noted that the stent was detached in several pieces. The clear plastic material of the pouch was delaminated in two films at some parts. The package was opened and the extrusion breaks very easy and does not have flexibility at all. Based on all gathered information, the most probable root cause is undeterminable. A review of the device history record (DHR) was performed and no issues were identified which might have caused or contributed to this complaint.

Event description:
It was reported to boston scientific corporation that a percuflex urinary diversion stent set was used during a deploying stent (ureterocutaneous fistula) procedure. According to the complainant, during unpacking of the outer package of the device, the catheter which was contained in one of the boxes was found to be detached. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.